Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. Upon observation, there is visible water ingress into the resistive touch panel which is known to be able to cause the touch screen to lock up. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The field service representative (fsr) repaired the device onsite and returned it working to service specifications. At this time, carefusion failure analysis laboratory has not received the suspect component for evaluation. Upon completion of the failure investigation, a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the touch screen locked up, while the unit kept ventilating. The issue occurred during patient use, the customer reported they took the unit off and bagged the patient while they performed troubleshooting. The customer reported the issue was not resolved, the unit was changed out to another working unit. The customer reported no patient consequence is associated with the event.